Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to signs of previous moisture presence and corrosion inside the battery compartment and on the battery board underneath it. Unable to perform the displacement test due to the critical pump error. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery compartment had crack and also insulin pump not turning on and it had water in the battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.